Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an vibration anomaly. The customer¿s blood glucose during the incident was 108 mg/dl. The customer stated that their vibration was too loud. During troubleshooting, the self-test was performed and the device failed to vibrate. The device will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify audio/vibrate anomaly due to unresponsive buttons. Device received with peeling keypad overlay.